Manufacturer narrative:
The lot number was not provided; therefore, the device history record could not be reviewed, however, inspection procedures require any oscor product to pass all in-process and qa final inspection before shipping to the customer. The device was not returned for evaluation; allegation relates to non-capture on the right atrial (ra) lead. Online obituary noted patient deceased (date unknown). The complaint is non-verifiable as the product was not returned for evaluation. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
Medwatch # mw5154795: interface update, patient status updated to expired. Online obituary noted patient deceased on the (B)(6) 2024. Allegation relates to non-capture on the right atrial (ra) lead on the presenting electrograms (emg) four days prior passing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).